Event description:
During an in-clinic follow-up, episodes of oversensing were observed on the right ventricular (rv) lead. Provocative testing was performed, and the oversensing could be reproduced. Reprogramming is anticipated, however, no intervention was performed at this time. The patient was stable and will continue to be monitored.